Manufacturer narrative:
Product complaint # (B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a discussion with a consultant surgeon at east surrey hospital on tuesday 4th november, he informed me of three recent corail collared stem revisions. He said that they were all relatively young males who presented with thigh pain, normal looking xrays looked with no signs of infection. The stems were relatively straight forward to remove and were revised to corail cemented stems. There was no problem with the acetabular cups which were not revised. No further information is available at this stage.